Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter first name is not known. (B)(6). The initial reporter email address was not provided / reported. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610123) was impeded in the introducer. It was reported that before the procedure, the physician tried to push the stent out for inspection and observed that the stent was impeded in the introducer. A new device was used to complete the procedure; there was no report of any patient injury or adverse event. The complaint device was returned for evaluation and analysis. The finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® (vrd) was received contained in a pouch. Visual inspection was performed. The stent component was observed inside the introducer and stuck at 11.5cm from the distal end inside the introducer. The stent component could be retracted, however, each time it was retracted, it could not be advanced back to its previous position. Microscopic inspection was performed. Under magnification, it was noted that one of the distal marker bands was slightly bent towards the delivery wire which resulted in displacement of other marker bands. This is the suspected cause of the reported impeded condition. With the returned device noted stuck at 11.5cm from the distal end of the introducer, it could be reasonably suggested that the damage noted on the stent component occurred sometimes during the attempt to advance the stent out for inspection and that it was not the initial condition of the stent. The reported issue documented in the complaint was confirmed. However, no contributing factors could be identified from the stent component or the delivery wire. It is possible that other factors may have contributed to the issue encountered. Based on the information available and the observations of the returned device, a root cause cannot be assigned. (B)(4) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610123. The history record indicates this product was final inspection tested at (B)(4) medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610123) was impeded in the introducer. It was reported that before the procedure, the physician tried to push the stent out for inspection and observed that the stent was impeded in the introducer. A new device was used to complete the procedure; there was no report of any patient injury or adverse event. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, one of the distal marker bands was slightly bent toward the delivery wire which resulted in displacement of other marker bands. Based on the product analysis on 07-apr-2022, this event has been deemed MDR reportable as a ¿malfunction.¿